Manufacturer narrative:
The product code is unknown; therefore, the brand name, catalog number, UDI and 510(k) are unknown. The manufacturing location is unknown. The lot number is unknown; therefore, the device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the a piece of cutter device was stuck inside the attachment device. Therefore, the reported condition was confirmed. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter was received. The piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that part of the cutter device snapped off inside of the attachment device while in use together. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.